Manufacturer narrative:
Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Without the alleged defective wrap for evaluation, it is difficult to determine.a root cause for heat cell packs to leak. The root cause is inconclusive without the sample for evaluation.

Event description:
Event verbatim [preferred term] two heat wraps of a 9ct pack have damaged heat cells where the content leaked [device leakage] , . Case narrative:this is a spontaneous report from a non-contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number l78817, expiration date mar2018 , via an unspecified area of administration, from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The patient reported that two heat wraps of a 9ct pack have damaged heat cells where the contents leaked on an unspecified date. The action taken thermacare heatwrap and the outcome of the event was unknown. Per the product quality group: our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Without the alleged defective wrap for evaluation, it is difficult to determine a root cause for heat cell packs to leak. The root cause is inconclusive without the sample for evaluation. No follow-up attempts possible. No further information is expected. Amendment: this follow-up is being submitted to amend previously reported information: 2 devices were reported as damaged and not one. Follow-up ((B)(6) 2019): this follow-up report is being submitted as a final reportable MDR., comment: based on the available information, the patient reported "two heat wraps of a 9ct pack have damaged heat cells where the content leaked" (device leakage). No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] two heat wraps of a 9ct pack have damaged heat cells where the content leaked [device leakage] , . Case narrative:this is a spontaneous report from a non-contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number l78817, expiration date mar2018 , via an unspecified area of administration, from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The patient reported that two heat wraps of a 9ct pack have damaged heat cells where the contents leaked on an unspecified date. The action taken thermacare heatwrap and the outcome of the event was unknown. Per the product quality group: our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Without the alleged defective wrap for evaluation, it is difficult to determine a root cause for heat cell packs to leak. The root cause is inconclusive without the sample for evaluation. No follow-up attempts possible. No further information is expected. Company clinical evaluation comment: based on the available information, the patient reported "two heat wraps of a 9ct pack have damaged heat cells where the content leaked." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time. Amendment: this follow-up is being submitted to amend previously reported information: 2 devices were reported as damaged and not one., comment: based on the available information, the patient reported "two heat wraps of a 9ct pack have damaged heat cells where the content leaked." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time.

Manufacturer narrative:
Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Without the alleged defective wrap for evaluation, it is difficult to determine. A root cause for heat cell packs to leak. The root cause is inconclusive without the sample for evaluation.

Manufacturer narrative:
Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Without the alleged defective wrap for evaluation, it is difficult to determine. A root cause for heat cell packs to leak. The root cause is inconclusive without the sample for evaluation.

Event description:
Event verbatim [preferred term] two heat wraps of a 9ct pack have damaged heat cells where the content leaked [device leakage]. Case narrative: this is a spontaneous report from a non-contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number l78817, expiration date mar2018, via an unspecified area of administration, from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The patient reported that two heat wraps of a 9ct pack have damaged heat cells where the contents leaked on an unspecified date. The action taken thermacare heatwrap and the outcome of the event was unknown. Per the product quality group: our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Without the alleged defective wrap for evaluation, it is difficult to determine a root cause for heat cell packs to leak. The root cause is inconclusive without the sample for evaluation. No follow-up attempts possible. No further information is expected. Company clinical evaluation comment: based on the available information, the patient reported "two heat wraps of a 9ct pack have damaged heat cells where the content leaked." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time., comment: based on the available information, the patient reported "two heat wraps of a 9ct pack have damaged heat cells where the content leaked." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time.